Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances related to this failure were found. The returned product evaluation confirmed the shaft breakage at the hypotube ribbon weld. The IFU states to inspect the catheter for damage prior to use, and there was no damage noted before loading it on the guidewire. The IFU precautions states; "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking." Based on the returned product evaluation and the information provided the most likely cause for the failure is damage during use.

Event description:
The trapliner push rod broke while loading it on the guidwire. Did not observe any rough handling of the catheter prior to this event. The trapliner broke while loading on the wire outside the patient. No patient interaction. It was not used in this case. Then used a guideliner and a trapping balloon.